Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the programmer shut down. The hard drive was reconfigured the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was turned on prior to patient being brought into the room. The programmer shut off; after several un successful attempts were made to turn the programmer back on, no change was reported. Different power cords and outlets were used without change. No error message was displayed prior to the event. The programmer was returned to service and repair. There was no patient involvement.